Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the reported 8mm permanent cautery spatula (pcs) instrument and observed a broken cable on it. The instrument was removed from the circulation. The system was tested and verified as ready for use. Isi did receive the pcs instrument involved with this complaint to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument failed to engage successfully on universal surgical manipulator (usm4) of patient side cart (psc). An intuitive surgical inc., (isi) technical support engineer (tse) reviewed system logs and noted multiple engagement failures on the usm. Customer requested the system to be checked. The procedure was completing as planned with no reported injury.